Event description:
The salute fixation device was used in demonstration. Its intended use is for fixation of prosthetic material. The customer reported that the device was broken. Upon return to onux the device was visually inspected. The section of the tip that creates the "q" coil was sheared off.